Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge mr balloon catheter. The balloon was loosely folded and had blood and contrast in the shaft. The device was soaked in a warm waterbath for 2 days. Analysis of the tip, balloon, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed a hole in the balloon material located 11mm from the tip of the device. The hole in the balloon material was shaped like a strut of a stent. Inspection of the rest of the device found no other damage or defect.review of the product specification indicates the rated burst pressure of the complaint device is 20 atmospheres (atm). The reported information indicates the device was inflated to 16atm; therefore, there is no indication the device was inflated over rbp.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 3.00mm x 20mm nc emerge balloon catheter was advanced for post dilatation. However, during the third inflation at 16 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed taget lesion was located in the severely tortuous and moderately calcified right coronary artery. A 3.00mm x 20mm nc emerge balloon catheter was advanced for post dilatation. However, during the third inflation at 16 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.